Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was no longer receiving bi-lateral leg stimulation as stimulation was only in the left leg (date of event is unknown). During a procedure to address new pain, the physician confirmed the scs lead had migrated. As a result, the lead was explanted and replaced. Effective stimulation was restored with the surgical intervention.